Event description:
It was reported that the lens vaulted (z-syndrome) and the pt noticed rapid decrease in vision post bilateral implant. Yag capsulotomy was performed in both eyes correcting the lens vault. According to the surgeon, inflammation and bag contraction was the likely cause of the event. The surgeon is currently treating the inflammation in left eye and the pt has vitreous in anterior chamber of both eyes following yag. This report reference the pt's left eye. Reference MDR 1313525-2015-01388 for the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.